Event description:
It was reported to philips that the device failed to boot due to defective usb extender and psu on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power supply unit, usb extender, module 5 volt crcb, single link dvi-extender cable 30m, and usb2.0 extender replacement kit; the device was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).